Event description:
The customer reported that the device cannot detect pads ECG. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported that the device cannot detect pads ECG. There was no report of patient involvement or adverse patient impact. The unit was evaluated by the philips field engineer. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.